Manufacturer narrative:
Additional information: a1, b3, b5 and h6 ( patient code) device evaluation: one cadd ms3 pump was returned for analysis. Functional and visual testing was performed. The analyst was unable to duplicate the customer?s stated problem. During inspection and testing, the device did not find any alarms while infusing. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, it?s recommend to replace the rear housing as preventive measure due to damage at syringe cap and cartridge viewing window which may have caused the alarm while infusing. The front housing will be replaced as part of the repair process.

Event description:
Additional information was received providing that there was no patient involved.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd ms3 pump alarmed during an infusion. No patient injury or complications were reported in relation to this event.